Manufacturer narrative:
An endoscopy support specialist (ess) is scheduled to perform pre-cleaning reprocessing in-services for the entire gastrointestinal (gi) staff. A copy of the pre-cleaning steps was provided to the customer. If additional information is obtained a supplemental report will be filed.

Event description:
During a three day observation visit by olympus endoscopy support trainer, it was observed that the endoscopy technician did not flush the elevator channel of the ultrasound flexible endoscope during pre-cleaning. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.